Event description:
It was reported that during a laparoscopic gastrectomy procedure, scissoring occurred at the first and the second firing. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, one clip with gap and ten conforming clips were fed. It could not be determined what may have caused the clip with gap. No scissor clips were noted. No conclusion could be reached as to what may have caused the reported incident. No incident related to the reported event was observed during the batch record review.